Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation with hypotension and hypoxia. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After completing the ablations, it was found that the pressure bag was run dry and air was introduced to the patient resulting in a st segment elevation. The catheter was removed from the left atrium and hooked up to a new bag. Blood pressure and oxygen saturation were observed to drop. Air bubbles were observed on intracardiac echocardiography (ice) and eventually passed and all signs were back to normal. The patient was extubated and was kept for observation and had successfully recover. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated fields: h6 patient code air embolism e050301 added, h6 device code use of device problem a23 added. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a st segment elevation with hypotension and hypoxia. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. After completing the ablations, it was found that the pressure bag was run dry and air was introduced to the patient resulting in a st segment elevation. The catheter was removed from the left atrium and hooked up to a new bag. Blood pressure and oxygen saturation were observed to drop. Air bubbles were observed on intracardiac echocardiography (ice) and eventually passed and all signs were back to normal. The patient was extubated and was kept for observation and had successfully recover. The device is not expected to return for analysis.